Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete device information.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient was unable to charge their ipg due to their charger being damaged. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced. Effective therapy was restored.